Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely physical stress was applied to biopsy port during device handling by the user. As a result, the suggested event occurred. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU). "Inspection of the endoscope" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that the forceps channel port was shaved. There was multiple black dots found in the image. The image guide (ig) bundle had significant breakages. The adhesive on the bending section cover (a-rubber) was detached. The connecting tube had a buckling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The bronchofiberscope was returned to an olympus service center for annual maintenance with no complaint reported by the end user. During inspection, it was identified the forceps channel port was shaved. There was no patient involvement. This report is being submitted for the malfunction found during the device evaluation.